Event description:
During a procedure of an ankle fusion, the 13.0 mm washer snapped while the surgeon was trying to tighten it. All parts were removed from the patient with no harm.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. No lot number was provided. Manufacturing records could not be reviewed with out a lot number. The subject device was received broken in half. A visual inspection of the device showed that the lower rim of the washer was deformed; both broken fragments were bent. Mechanical overloading during the procedure caused the breakage. The measurable dimensions were within specifications. No manufacturing related condition was found.